Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fully insert the cartridge into the pump. Customer¿s blood glucose (bg) value was above 500 mg/dl. Reportedly the customer bolused via the pump to resolve the elevated bg. The tandem pump trainer assisted customer with changing the infusion set and cartridge to resolve the issue.